Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; at call back on (B)(6) 2017, the customer stated he was feeling the same and still having symptoms; no medical intervention had been needed since the initial call. No additional blood tests had been performed with the true metrix meter. At call back on (B)(6) 2017, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention had been needed since the last call. Customer satisfied with replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 175, 167 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 150 mg/dl.the last time the customer tested on the meter was (B)(6) 2017. At the time of the call on (B)(6) 2017, the customer was feeling tired and weak and stated it could be from his diabetes. Customer declined medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date not set): (B)(6). Memory concerns:the customer is concerned with the results of 175, 167 and 164 mg/dl in the meter's memory.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; at call back on (B)(6) 2017, the customer stated he was feeling the same and still having symptoms; no medical intervention had been needed since the initial call. No additional blood tests had been performed with the true metrix meter. At call back on (B)(6) 2017, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention had been needed since the last call. Customer satisfied with replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 175, 167 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 150 mg/dl.the last time the customer tested on the meter was (B)(6) 2017. At the time of the call on (B)(6) 2017, the customer was feeling tired and weak and stated it could be from his diabetes. Customer declined medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 07/14/2017. The meter memory was reviewed for previous test result history (date not set): 175mg/dl, (B)(6) 2017, 03:28 pm, fasting:yes; 167mg/dl, (B)(6) 2017, 03:27 pm, fasting:yes; 117mg/dl, (B)(6) 2017, 06:13 pm, fasting:yes; 164mg/dl, (B)(6) 2017, 05:00 pm, fasting:yes; 135mg/dl, (B)(6) 2017, 10:31 pm, fasting:yes. Memory concerns: the customer is concerned with the results of 175, 167 and 164mg/dl in the meter's memory